Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of an alarm, which may have interrupted patient therapy, could not be confirmed nor could an assignable cause be provided. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with an alarm which may have interrupted patient therapy in the facility's intensive care unit. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.